Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control determined that the cause of the reported issue was due to a fractured negative post of the device's hybrid layer capacitor (hlc) battery 1. The device was destructively tested and the customer received a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device was not completing the boot up process. As a result, defibrillation therapy may be unavailable, if needed.